Event description:
A (B)(6) female with multiple sclerosis since 1994 has been managing her spasticity with medtronic synchromed ii implantable intrathecal pump since 2008 without any problem. On (B)(6) 2013 the pt had routine pump refill without any changes programmed. The procedure was done by the most experienced personnel in the clinic without problems. Next day the pt was admitted to ed with ams and hypotension. She was nearly comatose and required intubation. No seizure activity was observed. Udm was negative. Head CT was negative. Blood work was all negative. No s/s of infection was noted. The pump was immediately interrogated, but no errors/events were noted. The daily dose was decreased by 65 percent. The pt improved enough to be extubated later, but remained extremely somnolent and drowsy. She had profound decrease in muscle tone. Pump was reprogrammed to even lower daily dose of 80 mcg/day. MRI of the head and brainstem was positive with findings consistent with ms, that were not new. Finally the pump was emptied and was found to have 6ml less in the reservoir than was indicated in the interrogated settings. The pump was promptly replaced with another synchromed ii device in the operating room. She remained intubated overnight. She was successfully extubated and had marked improvement in her mental status.